Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The flow sensor was replaced, and the unit was returned to service. The customer contact reported there is no patient information available.

Event description:
The hospital reported the unit was monitoring incorrect values and confirmed the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. There was no report of patient injury.